Manufacturer narrative:
No pt injury reported in this specific event, considered MDR reportable as pt injury is possible if event were to recur. No revision surgery performed, feedback from surgeon indicated that surgery is not recommended at this time as the patient has not shown any unusual symptoms or pain. Discussion with surgeon on 06/04/2010, indicated that event may be explained due to limited screw purchase within the bone, however, the cause remains unk.

Event description:
An anterior cervical plate backed away from the vertebrae approx 2mm as a result of screw translation. Review of x-ray films indicated that the screws and locking caps appeared securely in place with the cervical plate.